Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval: results: eval of the returned product shows that when tested, the alarm powers on, but the there's no alarm tone. The low battery indicator feature does not work. Also there's visible battery leakage on the red ribbon and the alarm case over-mold is damaged. The alarm does not pass functional tests. Note: the posey instructions for use has a warning statement: posey recommends the use of alkaline batteries in the alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage resulting in damage to the alarm unit. The alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (case over-mold damaged). (B)(4).

Event description:
Customer reported that the reason for the return of the product was not specified. There was no pt incident or injury reported.